Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high right ventricular (rv) lead threshold. Follow up concluded no intervention was performed. No patient complications have been reported as a result of this event.